Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer received a button error alarm. Customer's buttons were also unresponsive. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer stated have dropped their insulin pump in the past. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No unexpected button error alarms were noted. However, the pump was received with unresponsive keypads. The pump had no button response on the down arrow button due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypad. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.